Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged increase in wound size is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
Kci received article, armstrong, d.g., marston, w.a., reyzelman, a.m., kirsner, r.s. Comparison of negative pressure wound therapy with an ultraportable mechanically powered device vs traditional electrically powered device for the treatment of chronic lower extremity ulcers: a multicenter randomized-controlled trial. Wound rep reg (2011) 173-180 that reported that four pts placed on v.a.c. Therapy experienced maceration. No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.